Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings could not be identified on the balloon wall as the balloon appears to have been previously inflated & consequently deflated. Inflation of the balloon would have enabled the crimped stent to detach. Solidified solids were evident within the balloon chamber that suggests that the device was prepped for use. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 10x3.0mm stenosed target lesion was located in the non-tortuous left anterior descending (lad) artery. A 12 x 3.00mm taxus liberte drug-eluting stent was selected but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.